Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeons are: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a total laparoscopic hysterectomy, retropunic sling advantage, cystoscopy and laparoscopic salpingectomy procedures performed on (B)(6) 2014. Operative diagnoses were large multi fibroid uterus and stress urinary incontinence. On (B)(6) 2014, the patient had a minor mesh excision revision and cystoscopy procedures to treat a mesh exposed from post retropubic advantage sling implant. The patient was prepped and draped. The mesh exposes free from the urethra; local anesthesia was infiltrated laterally. The mesh was dissected laterally and excised, non-palpable. The vaginal epithelium was in good condition.